Event description:
The patient developed renal hematoma 1 day post- left extracorporal shock wave lithotripsy ("eswl"). Requiring a 3 day hospitalization. Devices were rented and operated by an outside vendor. The devices were sent to manufacturer (karl storz) for inspections and passed. Manufacturer response for storz lithotripter f-2, modulith slx-f2 (per site reporter). Inspection completed, no issues identified. Reports provided of all routine preventative maintenance.